Event description:
Charger short-circuited as soon as it was connected- oral b power care [device catching fire] . Case narrative: consumer via email stated that the product charger short-circuited as soon as it was connected, even before the toothbrush handle was placed on it for charging. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.